Manufacturer narrative:
This supplemental report is being submitted to provide additional information.device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.omsc guessed that the defect of the power supply unit was caused by aging.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: defect of the power supply unit was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device failed to start up. There was no report of patient injury associated with this event.